Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting frequent loss of prime alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime due to a low, non-zero force. During testing, the pump powered on with audible tones and vibration; however, the display screen remained blank. The pump case was removed, and no damage was found to the force sensor. Further investigation revealed missing signals from the slave processor, indicating a component failure. Complete investigation of the loss of prime complaint could not be completed due to the blank screen.